Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip procedure. Reportedly, resistance was noted during advancement of the device into the anatomy. Back flow was noticed when the plunger of the prostyle device was pulled back. Pulling back the plunger did not function as intended, the suture broke and the suture did not come out. The lever was returned to its original position and foot closed prior to device removal attempt; however, the prostyle device could not be retracted. The lever was lifted and lowered again but the complete device was stuck and echo confirmed that the device was still in the vein. Fluoroscopy showed a guide break, the device was still held together by the actuator wire. The prostyle device was retrieved by a vascular surgeon. Vessel damage was noted and was surgically repaired. Hemostasis was achieved via surgical intervention with general anesthesia. The patient was already under general anesthesia due to the planned mitraclip procedure; however, the mitraclip procedure was postponed to later date. It was confirmed during the surgical procedure that the needle bent and got stuck in the vessel wall, the physician thinks that something must have gone wrong between foot and needle deployment. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break/detachment, needle to cuff miss and needle bend were confirmed based on the returned device condition. The reported suture detachment was not confirmed. The reported difficulty advancing the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to downward force or torsional manipulation applied during the difficulty experienced during device placement attempt. The reported patient effects of tissue injury and hemorrhage are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.